Manufacturer narrative:
The advocate stated that the customer did not wash their hands prior to testing. As per the contour next ez blood glucose monitoring system user manual, "always wash your hands well with soap and water before and after testing, handling the meter, lancing device, or test strips." The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided.

Event description:
An advocate reported that the customer obtained blood glucose readings of 57 mg/dl at 8:10 a.m., 27 mg/dl at 8:15 a.m. And 120 mg/dl at 8:19 a.m. On the contour next ez meter. The customer did not present any symptoms of hypoglycemia. There was no allegation of an adverse event. The advocate was advised to return the device for evaluation. A replacement meter kit was sent to the advocate.

Manufacturer narrative:
The customer returned the suspected contour next ez meter for evaluation. No test strips were returned. Therefore, the returned meter was tested with the in-house contour next test strips from lot # 9lpec52a, which gave a satisfactory performance.